Event description:
It was reported that the patient was admitted through the emergency department experiencing an st elevated myocardial infarction (stemi). The patient had undergone a prior stenting of the right coronary artery (rca) with 4 stents approximately 1-1.5 yrs ago. Films reveal a total occlusion proximally within the stent. A 2.5 x 15 mm nc trek was used to predilate. A 3.5 x 12 mm multi link vision stent was placed just after the ostium in proximal rca. A 3.0 x 12 mm multi link vision stent placed in the proximal rca just down from the first stent. A 3.25 x 8 mm non-abbott balloon was used to post dilate with good results. The patient was discharged on medications inlcuding asa and plavix. On (B)(6) 2012, the patient was admitted through the emergency department experiencing an st elevated myocardial infarction. The patient had taken plavix "for about a month". Films revealed a 100% thrombotic occlusion of proximal rca stent (3.5x12 mm multi link vision). Thrombectomy and balloon dilatations with several balloons were performed, restoring flow with a 10% residual stenosis. The patient was discharged on medications including asa and brilinta, perhaps indefinitely. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction and thrombosis are listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.